Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, and/or headache, hypersensitivity, nausea/vomiting, asthma (new or worsening), inflammatory response, lung disease, and reduced cardiopulmonary reserve. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma, inflammatory response, lung disease, and reduced cardiopulmonary reserve. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer was able to confirm the presence of degraded sound abatement foam. Evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid were updated.